Event description:
A complaint was received regarding unspecified new white pressure bags that were related to inaccurate readings. The reporter stated that they had an issue with the new white pressure bags when using for a-lines. The pressure bags leak air an make the abp reading inaccurate.

Manufacturer narrative:
B3 - date of event - the date of event is unknown, and 01 jan 2025 has been used as a placeholder. D3 the initial reported did not provide device information, which made the device manufacturing location not known. The likely location of ensenada mexico was entered into this report. D4 and h4 the lot#, expiration date, and manufacture date are unknown. E1: additional contact: (B)(6). The device has been requested for evaluation- it has not been received. The investigation is pending.

Manufacturer narrative:
Investigation summary the reported complaint of a leak could not be confirmed. Without the return of the sample or a photo/video a comprehensive review cannot be performed and a probable cause cannot be determined. No lot or item number received for a device history review.